Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with a reported nadir of 46 mg/dl, and the device alerted to the low. Symptoms included nausea, shaking, and fatigue consistent with hypoglycemia. Outcomes included successful self-treatment with glucagon gel, juice, and sugar water without need for outside assistance or medical intervention. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed an event consistent with hypoglycemia with an unclear cause and no device malfunction identified based on available information. It was concluded that the event was user-experienced hypoglycemia of unclear etiology with resolution after self-treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.